Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported implant fracture, implant was removed. Patient felt pain and site presented edema.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation was performed, the implant had signs of user with bone debris on its external threads. Damage to the implant was identified. The implants collar was fractured, and a fractured screw was stuck inside. Device history record (DHR) review was completed for the subject lot number 1245402. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245402 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured with a screw stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.